Manufacturer narrative:
H.6 investigation summary: bd received one used nexiva 18ga dual port unit in an opened package from material number 383539, lot number 9051988. In addition, five photographs were also submitted which displayed similarities to that of the returned unit. Through the visual microscopic evaluation damage was observed to the grey canister and bodily fluids were present around the canister. The primary septum was pushed down over part of the grey canister. A water/air leak test was performed where leakage was not confirmed through our testing. Although leakage was not confirmed, it may be possible that the bodily fluids in the device prevented our testing from confirming the defect of leakage. The damage observed to the grey canister is an open path for leakage. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to gripper damage or misalignment. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that blood leaked from septum during use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, translated from japanese to english: after catheter placement, blood leaked from the catheter septum when drawing the needle.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked from septum during use with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: after catheter placement, blood leaked from the catheter septum when drawing the needle.